Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user alleges her chair is not functioning. She alleges the chair had stopped in the street (B)(6) 2015 and pedestrians assisted in pushing the chair to the side of the walkway.